Event description:
It was reported the patient had the device moved due to "embarrassment of patient." Patient status at time of report was noted as no injury/no adverse event. No patient symptoms were reported. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).